Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient received physiological saline through the implanted venous access system to flush the infusion port and prevent blockage. When the nurse was preparing the materials and using saline to pre-flush the implanted venous infusion system, they found that the saline could not be injected, and no fluid came out of the needle. The nurse replaced the implanted intravenous infusion system and continued to care for the patient's infusion port. There was patient involvement and no patient harm/adverse event reported.